Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from spain alleged that they received potential false positive results for 3 patient samples using the cobas® sars-cov-2/influenza a/b assay. On (B)(6), 2021 the customer reported that they observed sars-cov-2 positive results for 2 patients and a sars-cov-2 negative result for a third patient generated on the cobas liat system (s/n (B)(4)). Sample confirmation for patient 1 and patient 2 was analyzed on a different cobas liat system that generated sars-cov-2 positive results. The same sample for patient 3 was rerun on the same cobas liat system (s/n (B)(4)) that generated a sars-cov-2 positive result. Patient sample was collection method was not provided. There was no allegation of harm to the patients. The results were not reported out to the patient and/or personnel treating the patient. Three (3) mdrs will be filed one for each sample as per FDA guidance. An investigation was performed which did not identify any product issue.

Manufacturer narrative:
There are no abnormalities in the curves for any of the alleged samples and the systems assessment did not find any anomalies in the data set. For patients 1 and 2, the problem description indicates that the positive results were confirmed on a different liat, therefore, there is no discrepancy for these samples. Discrepant results were generated for patient 3. However, the positive result has weak amplification and a late CT at 34.6, which indicates that the sample may have a titer near the limit of detection (lod) for the liat test. The cause of the discrepancy is likely the low titer of this sample. An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).